Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 301030. Batch # 4324497, 4228518. It was reported that the bd syringe 10ml s/t bns had a scale marking issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Lot 4324497: of (B)(4) pieces, (B)(4) pieces were inspected of which (B)(4) are damaged, (B)(4) with missing impression and (B)(4) with double impression. Lot 4228518: of (B)(4) pieces, (B)(4) pieces were inspected, of which (B)(4) with damage to the valve, (B)(4) with missing printing and (B)(4) with damage. Required within 30 days from notification date. Additional information provided: 1. Can you please provide an exact date the reported product failures were found in mm-dd-yyyy format? The day was thu (B)(6)2025. 2. Based on the information provided, samples are available for evaluation kindly share the address of the facility for us to send shipping label: the address has already been shared, and the samples have already been sent, I attach the related email and the tracking number of the shipment (B)(4). 3. Could you please provide a further description of the issue "damaged"? Damaged parts had scratches near the tip as shown in the image. 4. Could you please provide a further description of the issue "damage to the valve"? The part reported damaged, non-functioning valve, with possible risk of leakage, as shown in the picture.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - scale marking issue. Three photos were provided to our quality team for investigation. All photos show one loose syringe, with one showing double image print on the side of the barrel, and one showing the stopper jammed between the barrel and plunger rod and the third with damage to the roof of the barrel. The conditions observed are non-conforming per product specification. Potential root cause for the scale marking issues is associated with the marking process and, stopper jammed, and barrel damaged defects are associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4324497. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.